Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and found that both batteries were depleted with red status on the front panel. The unit had not been charged. The instrument was ran for 2 hours and no issue was displayed .performed all tests on the avea ovp operational verification procedure) checklist. The battery check or duration test could not be completed due to battery depletion. The batteries need to be charged for at least 8 hours. The unit is operating according to specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator shut down while on a patient. The issue occurred during patient-use and the device was replaced with another ventilator. At this time, there is no information regarding patient harm associated with the reported event.